Manufacturer narrative:
H6: added type of investigation code b11 h11: added information regarding the results of the investigation. Investigation summary pump was not returned for investigation. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical information. Product damage (anticontamination sleeve split/torn): the cause of the sterile sleeve damage issue was not determined without returned product investigation and sufficient clinical information. Device history lot device batch:1964716 device history review the pump (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support, in or post 5.5 insertion, md trying to reposition the pump and sterile sleeve broke off. Advised md to cover sterile sleeve and handoff to staff managing the patient.